Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. Tests were run on the samples and compared to test results from december, comparing pt and ptt. The pt volume results for december were "1865", the average result "16.40". The ptt volume results for december were "1029", the average result "30.58". By comparison, the pt volume results for march were "1792", the average result "15.67", while the ptt volume results for march were "976", the average result "28.73." It is currently unknown if erroneous readings occurred. Lot #'s 9004632 and 8345993 were reported in this event, each with 1 known occurrence. The following information was provided by the initial reporter: "it is unknown at the present time if the results were affected. They will be running a report to compare current results to previous. They feel it may be a phlebotomy issue. I ran a report for dec 3-4, 2018 and again for march 4-5 comparing pt and ptt results (presumably pre and post the overfill issue). The results were: date: (B)(6), test: pt, volume: 1865, average result: 16.40; date: (B)(6), test: ptt, volume: 1029, average result: 30.58; date: (B)(6), test: pt, volume: 1792, average result: 15.67; date: (B)(6), test: ptt, volume: 976, average result: 28.73."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples and photos, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: two lot numbers were reported in the initial MDR; however, additional information was received from the customer regarding this information, in which only one lot number was related to the event. The following information has been updated: b.4. Describe event or problem: it was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. Tests were run on the samples and compared to test results from december, comparing pt and ptt. The pt volume results for (B)(6) were "1865", the average result "16.40". The ptt volume results for (B)(6) were "1029", the average result "30.58". By comparison, the pt volume results for march were "1792", the average result "15.67", while the ptt volume results for (B)(6) were "976", the average result "28.73". It is currently unknown if erroneous readings occurred. The following information was provided by the initial reporter: "it is unknown at the present time if the results were affected. They will be running a report to compare current results to previous. They feel it may be a phlebotomy issue. I ran a report for (B)(6) 3-4, 2018 and again for march 4-5 comparing pt and ptt results (presumably pre and post the overfill issue). The results were: date test volume average result dec pt 1865 16.40 dec ptt 1029 30.58 mar pt 1792 15.67 mar ptt 976 28.73" d.2. Medical device lot#: 8345991 d.4. Medical device expiration date: 2019-08-31 h.4. Device manufacture date: 2018-12-11.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. Tests were run on the samples and compared to test results from (B)(6) comparing pt and ptt. The pt volume results for (B)(6) were "1865", the average result "16.40". The ptt volume results for december were "1029", the average result "30.58". By comparison, the pt volume results for march were "1792", the average result "15.67", while the ptt volume results for (B)(6) were "976", the average result "28.73". It is currently unknown if erroneous readings occurred. The following information was provided by the initial reporter: "it is unknown at the present time if the results were affected. They will be running a report to compare current results to previous. They feel it may be a phlebotomy issue. I ran a report for (B)(6) 2018 and again for (B)(6) comparing pt and ptt results (presumably pre and post the overfill issue). The results were: date test volume average result dec pt 1865 16.40 dec ptt 1029 30.58 mar pt 1792 15.67 mar ptt 976 28.73".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9004632, medical device expiration date: 2019-10-31, device manufacture date: 2019-01-04. Medical device lot #: 8345993, medical device expiration date: 2019-08-31, device manufacture date: 2018-12-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. Tests were run on the samples and compared to test results from (B)(6), comparing pt and ptt. The pt volume results for (B)(6) were "1865", the average result "16.40". The ptt volume results for (B)(6) were "1029", the average result "30.58". By comparison, the pt volume results for (B)(6) were "1792", the average result "15.67", while the ptt volume results for (B)(6) were "976", the average result "28.73". It is currently unknown if erroneous readings occurred. Lot #'s 9004632 and 8345993 were reported in this event, each with 1 known occurrence. The following information was provided by the initial reporter: "it is unknown at the present time if the results were affected. They will be running a report to compare current results to previous. They feel it may be a phlebotomy issue. I ran a report for (B)(6) 2018 and again for (B)(6) comparing pt and ptt results (presumably pre and post the overfill issue). The results were: (B)(6).